Event description:
It was reported, the pt experienced a loss of therapeutic effect following a fall in (B)(6) 2010. It was stated, the pt's device "had stopped working in the past eight months," then in (B)(6) 2010, she "fell hard enough to break her ribs" and had not had her device checked since then. The pt was referred to their health care provider. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).